Event description:
Consumer complained the metal shaft that connects the brush heads to the handle, detached from the handle. This occurred during brushing, so the brush head detached (with metal shaft) while in the users mouth. No injury reported.